Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
It was reported the "package not sealed properly."

Manufacturer narrative:
The emdr with manufacturer report number MDR 1049092-2024-00114, submitted on 09/23/2024 was submitted in error as this case was determined to be not reportable based on additional information received. Please retract the report.

Event description:
Additional information was received that stated the end user was misusing the product. No actual product malfunction occurred.